Event description:
Additional information received from the local areas field representative indicated the fracture was confirmed via fluoroscopy prior to the procedure. Then entire lead was surgically abandoned and no portion was available to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise which resulted in many stored episodes. There was also loss of capture (loc) at max outputs and high pacing impedance measurements greater than 2,000 ohms. Intrinsic sensing had decreased to less than 2 mv. It was reported the lead was fractured just proximal to the left subclavicular region. No additional adverse patient effects were reported.